Event description:
During a robotic thoracic procedure, a disposable robotic stapler was being placed. The stapler would not advance fully through the trocar and there was additional difficulty when attempting to remove the device. The stapler was not on tissue and was not used prior to being removed completely from the patient. Once removed, the team at the surgical field inspected the device and noticed a piece seemed to be missing from the "sheath" at the wrist of the stapler.